Event description:
As reported, a patient status post svt ablation with three 3-12f mynx control venous vascular closure devices (vcds) was diagnosed with pulmonary embolism two days post procedure. The patient remains hospitalized four days post procedure. The physician reported that the patient had small veins. Three unknown sheaths, sized 6,7, and 8f, were used. The patient was experiencing chest pain and went to the ER. Patient was determined to have a pe and that it was small, "not massive". The patient was prescribed eliquis. The devices will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient status post supraventricular tachycardia (svt) ablation with three (3) 6f-12f mynx control venous vascular closure devices (vcds) was diagnosed with pulmonary embolism two days post procedure. The patient remained hospitalized for four days post procedure. The physician reported that the patient had small veins. Three unknown sheaths, sized 6f,7f, and 8f, were used. The patient was experiencing chest pain and went to the emergency room (ER). Patient was determined to have a pe and that it was small, "not massive". The patient was prescribed eliquis. Additional information was requested but not provided. The devices were not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A pulmonary embolism (pe) is a known potential complication and is listed in the mynx control venous vcd instructions for use (IFU) as such. A pe occurs when a clot travels from an area in the body, usually from a deep vein thrombosis (dvt), to the pulmonary arteries. Additionally, arrhythmias and ablation procedures can lead to clot formation that travels outside the atrium of the heart and into the patient¿s circulation. If a clot is large enough, it can obstruct a large branch of the pulmonary arteries, which can result in a pulmonary infarction and subsequent death. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis that can result in pe, or inferior vena cava filters can be placed to prevent pes due to dvts in patients with contraindications to, complications of, or failure of anticoagulation therapy. Without the return of the device for analysis or procedural films, the reported event could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, procedural factors (ablation procedure was performed) and pharmacological factors are possible, especially since there was no report of a product failure reported. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.